Manufacturer narrative:
Medwatch sent to the FDA on 02/aug/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported green urine. An endoscopy confirmed a leaky balloon in the stomach." The device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 10/04/2018. Device summary evaluation: a visual examination was performed on the returned device, and noted the balloon was received deployed. The balloon shell was noted to be discolored, as it was blue in appearance. Light blue particles were noted on the outer surface of the center patch and on the inner surface of the valve channel. One opening was noted on the anterior portion of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings on the balloon shell: one on the anterior portion of the shell, and one on the radius of the shell. Under microscopic analysis, both openings on the balloon shell were noted to have striated edges, consistent with damage from a surgical tool. One non-penetrating nick/mark was observed on the radius of the shell. Material degradation was noted to be covering approximately 10% of the center patch. Brown and white particulate matter was noted on the inner surface of the valve channel.